Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Complete lead was returned intact and not severed. No sign of setscrew marks noted on the terminal pin. Continuity testing passed indicating conductors were intact. Hipot test not performed due to excessive damage (induced) in lead body. Visual inspection revealed a deformed lead body (stretched-out or bent) from mid-section to the tip. Also, the helix twisted and its tip fractured off - missing, not returned. Damages most likely due to handling at attempted implant. Laboratory analysis confirmed the reported allegations.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to high pacing threshold measurements. The physician tried to screw in the lead deeper but did not like what the physician was seeing. The physician then attempted to remove the lead, but the lead would not come out. Moreover, the physician tried to nudge the tip with a catheter, but the physician felt it was trapped in the his bundle tissue. Additionally, the extendable retractable tip of this lead broke off in the septum. After an hour, the lead was removed. The lead was never in service. No adverse patient effects reported.